Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# h816012606, implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider via a manufacturer representative regarding a patient receiving baclofen 2000mcg/ml at 518mcg/day via an implanted pump. It was reported that on (B)(6) 2017, during a fusion procedure, the catheter was spliced. Part of the catheter remained in the intrathecal space, part "of the catheter was left in place and a new spinal segment was added." Additional information received from the manufacturer representative. It was reported that the patient's last refill was (B)(6) 2017. The revision and pump replacement occurred on (B)(6) 2017. It was reported that nothing was being returned. The information was confirmed by the physician. No further complications were reported/anticipated. No further complications were reported/anticipated. The information was confirmed by the physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.